Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone18.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia. The patient's blood glucose level declined to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient's wife stated that the patient's blood glucose level dropped following a 4.4-unit insulin bolus. The device reportedly failed to provide alerts despite the significant decrease in blood glucose level and continued insulin delivery. No additional symptoms were reported. The issue was resolved through troubleshooting.